Event description:
It was reported that during an unknown procedure, the stapler would not fire. Case completed with another device of the same product code. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results 100; 68 incomplete_interrupted cycle. The analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife recess below the reload deck. The staples were noted to be protruding and box shape; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. If the firing sequence is not complete, the staples can deploy without cutting the washer and forming the staples. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.